Event description:
It was reported that the pt was not able to adjust stimulation. Their pt programmer display showed a "call your doctor" icon and a por (power on reset) condition. Pt just had heart surgery and was in the hosp. When further info is available, it will be reported.